Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed. On (B)(6) 2020 stryker trauma and extremities acquired cartiva, (B)(6). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
Surgeon reported a cartiva conversion to fusion (date and duration of implant unknown) in which "the implant was noted to be below the surface of the surrounding cortical bone and was 'loose'".